Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.

Event description:
In early 2009, the lay user/pt's home care nurse contacted lifescan (lfs) alleging that the pt's onetouch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the reporter on jan 19, 2009 and obtained the following info. The reporter could not confirm when the pt began to obtain inaccurate high readings with the subject meter. On the afternoon of the day prior to original date, the reporter claimed that the pt obtained a blood glucose reading of "537 mg/dl" with the subject meter. As a result of the alleged high reading, the reporter stated that she contacted the pt's physician and the physician recommended a lab test be performed. At approximately 8:00am on original date, the reporter stated that she drew blood from the pt, took the sample to a laboratory, and the result obtained from the laboratory device came back at "40 mg/dl." The reporter stated that the pt had been feeling dizzy for several days including the morning of the same day; however, the reporter could not recall if the symptoms began prior to or after the alleged issue began. On the morning of the same day, the reporter stated that she did treat the pt with juice and reported that the pt felt better. The reporter could not recall the blood glucose result obtained on the subject meter on the morning of the same day; however, reported that on that afternoon, the pt obtained a blood glucose reading of "267 mg/dl." After obtaining the lab result, the reporter stated that she decreased the pt's medication (from 2 tablets of glucotrol to 1 tablet) per the pt's doctor's advice. At the time of troubleshooting, the customer care advocate noted that the pt was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the pt. Although the pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, this complaint is being reported because the pt's physician reduced the pt's oral medication after the alleged issue began.